Event description:
It was reported that in central processing, the tips on the small clip applier instrument were observed to be broken. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event. It was noticed in central processing that the tips were missing from the instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the clip applier tips were broken and missing pieces were observed. The missing pieces measured approximately 0.051 x 0.08 at the distal end of the tips. Failure analysis concluded that the damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken tips with missing material if to recur could cause or contribute to an adverse event.